Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable wires were pulled, damaging the j702 connector on the distribution node pca. The cause of the service code was the damaged connector. The electrode belt showed signs of physical abuse. The root cause for the pulled wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was causing service code 204 (belt/monitor unusable).